Event description:
It was reported that a siderail would not lock in the up position. Reportedly, it was found that the retaining rings on the carrier/arm assembly were missing. No injury to pt or user was reported.